Manufacturer narrative:
Per evaluation findings the complete instrument head was separated from distal end of shaft.

Event description:
Allegedly, during a laparoscopic procedure, when the doctor noticed the instrument did not work and found the entire distal tip of the forceps fell into the patient. The loose piece was retrieved and the procedure was completed with another instrument.